Event description:
The technician at the facility reported an infusin pump with failure code 810:04 before use. No additional contact information was provided. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.